Event description:
It was reported that on (B)(6) 2013, a xience xpedition stent was implanted in a distal circumflex artery (dcx) and a xience prime stent in a mid left anterior descending artery (mlad). After the mlad stent implantation, an intravascular ultrasound catheter failed to cross the implanted stent. Coronary angiography was performed and confirmed good stent expansion. The patient was discharged home. On (B)(6) 2013, four days after the index procedure, the patient went to the hospital with chest pains (angina) and an angiogram found a mlad stent thrombosis. There were st elevations on an electrocardiogram, elevated cardiac enzymes, and a diagnosis of a myocardial infarction (mi) was made. Medications were given and two stents were implanted as treatment for revascularization in the mlad stent. On (B)(6) 2013, the patient had chest pains (angina) and an angiogram found 100% stent thrombosis in the dcx artery. There were st elevations on an electrocardiogram, elevated cardiac enzymes, and another diagnosis of a mi was made. Medications were given and a percutaneous transluminal angioplasty was done on the dcx as revascularization treatment. The symptoms are listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Angina, electrocardiogram (EKG/ECG) changes, enzyme elevation, myocardial infarction, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use, as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency. The xience xpedition referenced is being filed under a separate manufacturing report number.